Event description:
It was reported that the patient had an infection on the battery site. Symptoms of inflammation and tenderness were noted. And was stated that it was unknown if the infection was procedure related. The patient was on antibiotics and underwent an ipg explant procedure. The explanted device was retained at the facility.